Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: one of our dialysis clinics sent back to our warehouse a unit of blood tubing that appears to have a dead bug in the venous segment. The tubing was not used on a patient. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample and four photographs were provided for evaluation. The visual evaluation was performed on the sample and photographs returned and it was noted on the venous line just below the filter tubing a small black particulate measure 0.5mm in size. The reported defect was confirmed. All available information was forwarded to the supplier for further evaluation. Although the defect of foreign particulate was confirmed on the set, the exact root cause of the particulate in fluid path was not able to be determined at this time. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.